Event description:
A surgeon reports an unexpected post-op refraction following intraocular lens (iol) implant surgery. The surgeon indicated the capsular rhexis was smaller than the optic. The association between this event and the iol is not known. Additional information has been requested.